Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with mild tortuosity and moderate calcification. A 3.5 x 23 mm xience prime stent was deployed; however, post deployment a distal edge dissection was noted. An additional unspecified xience stent was successfully deployed to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.